Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The endotracheal tube was inspected. There is no visible obstruction seen inside the et tube. Since the customer did not return the suction catheter referred to in the complaint description, an unused halyard 6fr (code 196-5, lot m4132t503) closed suction catheter was used in this evaluation. The connection of the inflation line to the et tube was examined under magnification. No encroachment into the et tube was observed. The 6fr halyard suction catheter was advanced through the returned et tube. The suction catheter passed easily through the et tube with no resistance felt. The reported failure was not reproduced using the representative halyard suction catheter with the used et tube. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 28, 2016. (B)(4).

Event description:
It was reported at the second or third time of suction operation the suction catheter stopped at the point of cuff location and would not go through the tube. There was no problem reported at the first suction. The microcuff was replaced and the problem was solved with no health injury to the patient. No visible obstruction was seen inside the et tube upon inspection. Photographs were provided by the complainant.

Manufacturer narrative:
This supplemental report is being submitted as additional data was received from the complainant, who reported that the product was used for long term respiratory support on the patient. It was noted however, that the there were no reports of respiratory distress. The device was placed in use for three (3) hours before being replaced with an unknown brand. It was also reported that the patient hospitalization was not extended due to the reported event. The lot information was not provided from the customer, but rather the distributor which reported that, "there were two (2) lot number's provided from our shipping record, the lot number's is either (um4304xxx/um5056xxx)", however no valid lot number could be obtained. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 20, 2017. (B)(4).